Event description:
It is reported that the device was implanted in 2002, and was revised four years later due to osteolytic cysts.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: no product was returned for evaluation. Device history records indicated manufacture to specification.